Event description:
It was reported that the right atrial (ra) lead was surgically abandoned due to impedance issues, high pace greater than 2000 ohms and high pacing thresholds. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).